Manufacturer narrative:
Other, other text: b5: additional information received via email on 20-sep-2021 and attached to complaint:no patient injury. Issue happened during testing. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. No faults found with the device during testing. Pm (preventive maintenance) was performed on the pump. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage noted. Event log history was performed and indicated that system fault 41,622 occurred 1 0 0 3 was recorded in history. During analysis, no faults were found. Service performed preventive maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited ec 41622 and repeated red screen. No adverse effects were reported.